Event description:
N/a.

Manufacturer narrative:
All available information was investigated and the reported leak was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported leak appears to be related to the observed tear in the silicone valve. However, a cause for the tear cannot be determined. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip delivery system (cds) pushing air in the steerable guide catheter (sgc) during insertion requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was advanced across the septum and the clip delivery system (cds) was inserted into the sgc. During this process, the stopcock on the side port of the sgc got bumped out of place and air entered the hemostasis valve. With the clip introducer still in the hemostasis valve, the physician attempted to aspirate the air out of the sgc; however, this failed. The clip was pulled back into the clip introducer and the clip introducer was pulled a little bit out of the sgc, however more air got in. The physician tried to aspirate more, though the introducer was pushed well into the sgc and air was now in the sgc and introducer. The physician began to aspirate air from introducer however instead of less air, the physician was getting more air pushed into the sgc. The stopcock on the sgc side port was closed, the clip was retracted into the clip introducer and the introducer was removed. The sgc was aspirated, and the air was removed. The introducer was put back into the sgc and more air got in again. The physician believed the clip introducer has lost its integrity. The introducer was removed, and the air was aspirated out of the sgc. A new cds was used, and the procedure was complete without further issues using the same sgc. Two mitraclips were implanted reducing the final mr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.